Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported that during a knee procedure, the bottom of the anchor snapped off and part of it was stuck in the bone. All pieces were successfully removed. Another of the same product was on hand and the case was completed with no significant delay or patient injuries.

Manufacturer narrative:
The reported 5.0 twinfix ti, intended for use in treatment, will not be returned for evaluation. Without the reported product and pertinent clinical details a thorough evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, a piece of the anchor broke off in the patient. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site and use of excessive force during insertion. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.